Event description:
Post-market implanted systems registry reported pump pocket revision due to mrsa infection. The pump was removed from the left abdomen and placed into right abdomen with the addition of a proximal catheter revision kit to accomodate this change. The old pocket site was reported to be swollen, reddened, tender, and painful. The pump was programmed to infuse fentanyl 515mgcg/ml at 350mcg/day as well as bupivicaine 25mg/ml, and baclofen 735mcg/ml. The hcp reported the pt has recovered without further sequela. A follow up report will be sent if new info is rec'd.